Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. Study source - (B)(4). Foreign source - (B)(4). The complaint device remains implanted, therefore, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the (B)(4). According to the complainant, the patient presented with a distal biliary stricture. This stricture had been previously treated with both a sphincterotomy and a plastic stent. During the (B)(6) 2010 stenting procedure, the plastic stent was removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and discharged on (B)(6) 2010. However, prior to being discharged, the patient developed right-upper quadrant pain and mild nausea (onset date of (B)(6) 2010). Despite these complications, no changes in enzyme levels were observed, nor was any typical post-ercp pancreatitis. The patient was treated with medication. The pain and nausea were marked as having been resolved on (B)(6) 2010.